Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction scope communication error e226 was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error e217 is due to data error of scope ID and scope communication error e226 is due to damage on scope ID. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a scope communication error (e217) and the image appeared green. The event occurred during reprocessing. There were no reports of patient involvement.